Event description:
It was reported that, an 840 ventilator had a touch screen blocked. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) inspected the device and replaced the graphical user interface (gui) touch frame printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Unique identifier (UDI) number added to section. Correction to the 510k number. Device evaluation: the touchframe printed circuit board (pcb) was returned for failure investigation. A visual inspection of the returned pcb shows no anomalies. The pcb was attached to the failure investigation (f.I) test ventilator; successfully passed post, all calibrations, est, sst tests and no errors were recorded in the diagnostic log. The unit ran successfully in ventilation mode for 24 hours, no fault found. The investigation found the device to function normally. No failure was confirmed; no relationship to the reported condition could be established. No corrective action is required because no failure mode was identified since the product tested satisfactorily. The probable root cause of the reported failure could be caused by a temporary obstruction of the touchscreen or a dirty touchscreen. If information is provided in the future, a supplemental report will be issued.